Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1911015. Medical device expiration date: 31oct2024. Device manufacture date: 27nov2019. Medical device lot #: 2104007. Medical device expiration date: 31mar2026. Device manufacture date: 20apr2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with smartslip¿ had foreign matter on the hub. The following information was provided by the client: "I am writing this email because we have received a complaint from a hospital because they found two needles (ref 305895), each in its own case, with black spots on the base. The affected batches of needles are: 2104007 and 1911015. We only have a photo of one of them. The customer's initial suspicion is that it is mould, although we are not sure of this. We have investigated internally and have not found any possible cause. "

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305895 and lot numbers 1911015 and 2104007. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures were returned for evaluation by our quality engineer team. Through examination of the pictures, black spots were observed on the hub component. The black spots were identified as embedded contamination. Due to the high working temperatures during the molding process, if the gases are not properly expelled burnt particles may result.

Event description:
It was reported that the bd eclipse¿ needle with smartslip¿ had foreign matter on the hub. The following information was provided by the client: "I am writing this email because we have received a complaint from a hospital because they found two needles (ref 305895), each in its own case, with black spots on the base. The affected batches of needles are: 2104007 and 1911015. We only have a photo of one of them. The customer's initial suspicion is that it is mould, although we are not sure of this. We have investigated internally and have not found any possible cause. "